Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a blue screen with a cfnadmin login prompt requiring a password, and the issue persisted despite a reboot, with the station not found in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a blue screen requiring a password and persisted after reboot. A field service engineer replaced the engine of mini drawer 3 and adjusted the autologin to its proper allocation. The system functioned as intended after the field service engineer repaired the device.